Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an 8-month-old male patient, the device inappropriately powered off. The clinician powered the device back on to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to improper battery management. Evaluation of the returned batteries identified they had not been properly calibrated in over three years. Lack of calibration can result in inaccurate capacity readings and premature shutdowns. The customer was contacted to discuss proper battery management practices. The batteries were scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.